Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
The patient stated that when activating a new pod, they did not feel the needle insert, hear the audible clicks, or see the pink slide move forward. The patient further stated the needle then deployed late; there was a delay in deploying the cannula, indicating a needle mechanism failure. There was no impact to the patient¿s blood glucose levels reported.